Manufacturer narrative:
(B)(4). Medical devices: unknown, unknown cup, unknown ; unknown, unknown head, unknown; unknown, unknown taper adapter , unknown . Multiple MDR reports were filed for this event, please see associated reports: 0001825034-2018-09295 ,0001825034-2018-09544, 0001825034-2018-09294. Reported event was unable to be confirmed as part number / lot number of device involved in the incident is unknown. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Not returned to manufacturer.

Event description:
Patient¿s legal counsel reported patient underwent a revision procedure due to abnormal and excessive yellowish turbid fluid, with capsular tissue showing abnormal thickness and dark gray metallic type staining and histiocytes with metal-metal reaction. Significant trunnionosis was observed. No further information.